Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
It was reported that a surgeon performed a hardware removal due to a broken plate. The procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).